Event description:
It was reported that there was oversensing/noise on the right ventricular lead with non-sustained episodes and numerous short v-v in tervals. The lead remains in use. It was noted that the patient was sent home without inactivating the ventricular fibrillation detection against the physician's recommendation. No patient complications have been reported as a result of this event.